Manufacturer narrative:
A review of the pump's history indicated on 5/27/97 at 8:49 an error 115 had occurred followed by a power loss alarm. An infusion started at 8:49 but the taper up did not begin as it had on previous days. After 19 hours and 9 minutes the infusion was stopped. An infusion test with the latest pump protocol noted in the history was run: tpn, 1500ml, 1h taper down, to be delivered over 15 hours. The pump infused within specifications. Expected 1490.8ml and measured 1458.8g. Percent of error was -2.15. The pump passed the diagnostic motor test.

Event description:
The pump reportedly stopped infusing without alarm. It had previously been returned to the home hlth agency with the same complaint (see abbott report.) For the second event, the pump had been set to infuse a tpn solution which contained an unspecified amount of regular insulin. A container volume of 1250ml was set to infuse over 12 hrs. The device stopped infusing without alarming. The pt is a "brittle diabetic" who experienced unspecified blood sugar problems which required hospitalization for glucose/insulin control. The physician felt the non-delivery of the tpn/insulin solution caused the pt to experience erratic blood sugar levels. The pump had been powered by battery pack. The pt was subsequently discharged from the hosp without adverse sequelae.